Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to navigate past the filling tubing step on the ilet. When prompted to confirm drops, the device would not allow the user to select ¿yes¿ or exit the screen. The user confirmed they were able to force a restart with assistance from customer support, but the same issue persisted. The ilet was not paired with the mobile app, and pairing was not possible because the device did not display a pairing code. A replacement ilet was arranged to be shipped overnight. The user did not report symptoms during the episode. No symptoms, external assistance, or medical intervention occurred.